Event description:
It was reported that during a laparoscopic unknown procedure, the clip was not formed properly. There was no unexpected resistance in grasping trigger. There was no unexpected noise. There was slightly torquing or twisting of the device present at the time of firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with the top shroud broken. It could not be determined what may have caused the damaged found; however, it is known from the history of the device that the condition of the shrouds may lead to ejected clip. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 8 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.